Manufacturer narrative:
(B)(4). Visual examination of the returned product shows sign of repeated use and the provisional has fractured, sem analysis noted multiple instances of contact damage and hackle marks and river lined indicate the overload failure mode. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. This complaint is confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This complaint was originally reported under an incorrect manufacturer number (MDR: 0001822565-2021-02217)

Event description:
It was reported that the g 8mm bearing trial plastic is broken. Image provided is unclear.